Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose and excessive not delivery alarm. Customer blood glucose was 350 mg/dl at time of hospitalization. Pump alarmed to treat for ketones but customer was not sure how to treat. Customer was given long acting insulin to bring down blood glucose. Nothing further reported.